Event description:
Amnisure done; when removed the cotton, tip stayed inside. Attempted to remove but unable to. Notified md, orders to do speculum exam, pt aware. Speculum exam results were negative.